Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital of traditional (B)(6) medicine. The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided pictures showed that the male luer connector (mll) of the access line is cracked. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Additional recommended instruction is provided with this device for how to connect the female luer lock and the male luer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after priming, while disconnecting the tubing of a prismaflex m100 set, the arterial luer connector was found to be broken. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however a picture of the reported event was presented for evaluation. Visual inspection of the provided picture was performed and it revealed that the cone of the male luer lock of the access line was cracked. The reported problem was confirmed. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.